Event description:
Patient undergoing laparoscopic nissen fundoplication. A laparoscopic grasper broke while inside patient. When instrument visually examined after removal, a pin or whatever would hold the instrument together could not be visualized. X-ray taken and was negative for foreign body. Instrument sent out to company contracted with for equipment repair.